Event description:
Surgical intervention occurred due to a potential infection. Patella implant and medial and lateral poly inserts were revised.

Manufacturer narrative:
Surgical intervention occurred due to a potential infection. Patella implant and medial and lateral poly inserts were revised. Review of the device history record indicates that the device history record indicates that the device was manufactured to specification. Device evaluation: explanted components were returned for evaluation. Initial evaluation indicates that the articulating surfaces show some markings. Cause is unknown at this time. Insert interlock mechanisms appear to have assembled properly. Damage visible in the insert removal slot area and the patella fixation surface appears to have occurred during the explant process.